Event description:
It was reported that there was air in line sensor issue. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection found a peeled downstream occlusion (dso) seal, and a dented air detector. Functional testing was able to duplicate the reported problem. It was determined that the air detector was the root cause. The air in line detector and the dso seal were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.